Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in jacc: clinical electrophysiology by elsevier inc. (2022) "matching ablation endpoints to long-term outcome: the prospective multicenter italian ventricular tachycardia ablation registry"; andrea radinovic, md this was a multicenter prospective vt ablation registry of patients with the following 4 causes of vt: previous myocardial infarction; previous myocarditis; arrhythmogenic right ventricular dysplasia; or idiopathic dilated cardiomyopathy. The procedural protocol included precise mapping and ablation steps with the combined endpoint of late potential (lp) abolition and non-inducibility of vt. The long-term primary efficacy endpoint was freedom from vt. During this study, the following adverse events occurred, 13 vascular complications, 6 pericardial effusions, 2 tamponades, 1 lv thrombosis, and 1 unintended av block.